Manufacturer narrative:
No patient demographics provided. A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause was the ise reference valve. Fse replaced the part and the issue was resolved. (B)(4).

Event description:
The customer reported the au 480 system had erroneous low sodium (na) and erroneous high chloride (cl) results. The results were not reported outside of the lab. Only one patient sample was affected. Customer also reported the sample had negative anion gap. The samples were repeated on another au system with different results. No change in patient treatment. Customer reported the qc prior and after the event were within the lab established ranges.